Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received unexpected restart. A cold reset was performed. Customer also had blood glucose of 6.3 mmol/l. The customer stated that the insulin pump was unable to clear the alarms. The customer was able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).